Event description:
It was reported that during a procedure to treat a lesion in the proximal right coronary artery with mild tortuosity and no calcification. A 2.0x12mm rx mini trek balloon dilatation catheter (bdc) was advanced and attempted to be inflated; however, the balloon failed to inflate. Another unspecified balloon catheter was used for the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.